Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing red heart, pump off and low flow alarms. The device stopped and the patient was being maintained on inotropes. The hospital suspected a potential compromise in the percutaneous lead and a request was made to the manufacturer to further evaluate the percutaneous lead (lead). A repair of the compromised portion (distal end) of the lead was performed by the manufacturer¿s technical services team member. The pump was able to be restarted and the patient continued on lvad support.

Manufacturer narrative:
A portion of the percutaneous lead that was removed was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.